Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4) , implanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3389s-40, lot#: va1shu7, implanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40, lot# :va1shu7, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 29-sep-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 11-aug-2020, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 14-mar-2021, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 14-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the surgeon was unable to place the boots on the extension due to not having enough length on the leads to tighten the screws in place. They attempted several times to place the boots on the lead and was unsuccessful. The patient's leads were connected to the extensions without boots covering the connector sites. The surgeon was advised against leaving the boots off the device by the rep. Additional information received from a manufacturing representative (rep) indicated the incision possibly could have been made larger, but the surgeon did not opt to do that. The lead wires were long enough, however they were scarred in place and the surgeon did not want to damage them by manipulating them. There was no device malfunction suspected, and the system was intact without the boots. There was no plan to change anything at this time as therapy was currently known to be working without any reported problems. The issue was considered resolved at this time, and the information was confirmed with the account.